Manufacturer narrative:
The tech determined the problem to be a faulty emergency trend valve. The emergency trend function was working. The technician replaced emergency trend valve to repair the bed.

Event description:
Info rec'd indicates the head hi/low drifts down slowly.